Event description:
The customer reported that when the system is allowed to remain idle and the exposure button is depressed, the system fails to respond. If system is revooted, it works as intended.

Manufacturer narrative:
The gib pcb assy was removed and replace. The system software reloaded, a system op checks was performed, and the ge rep allowed the system to remain on/idle and exposures were taken randomly during a 4hr time frame. He was unable to duplicate lockup when system in idle position. The ystem was returned to service.